Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
Pending investigation. D10: 01-030-40-0736 - alt xle lnr ntrl g7 36 6226083. 01-030-02-0756 - alt cup multi g7 sz 56 6787268. 164-13-12 - novation element ro s/o col sz 12 6938236. 180-65-30 - alteon 6.5mm screw, 30mm s289880.

Event description:
It was reported that the patient had a left hip replacement and had surgery due to infection. No further information available.